Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and eight months of post deployment, ultrasound was performed there was difficulty crossing the low inferior vena cava filter i.e., the bard recovery filter. A free floating thrombus was noted above the filter and an argon option filter was deployed just above the level of the thrombus but below the renal veins. A venogram demonstrated filter to provide adequate coverage of the thrombus above the lower filter. The next day, a left common iliac venogram was performed, demonstrating presence of residual thrombus within the bard recovery filter and chronic mural thrombus involving the inferior aspect of the infra renal inferior vena cava. Right common femoral venogram was also performed, demonstrating multifocal chronic thrombus within the right common femoral, external iliac, and common iliac veins. On the same date, bard recovery filter removal was attempted. A post filter retrieval inferior vena cavogram was performed and demonstrated slightly increased mural thrombus at the site of retrieval in the inferior aspect of the infra renal inferior vena cava. The argon option filter was noted to be tilted right but no retained thrombus within it and was retrieved with forceps. The same day, bard denali filter was deployed through the right internal jugular vein to the level below the renal arteries. There was incomplete deployment of the legs. There was near complete occlusion of the inferior vena cava from acute on chronic thrombus and the incomplete deployed legs were lodged with superior aspect of thrombus. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with pulmonary embolism and deep vein thrombosis. Approximately ten years and eight months post filter deployment, it was alleged that the patient experienced thrombus above the filter. The device has been successfully removed. The current status of the patient is unknown.